Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a 44-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient went into cardiac arrest due to hyperkalemia. Cardiac arrest occured while on impella cp and ECMO support. The patient lost pulsatility and required advanced cardiac life support (acls) protocol management. With prolonged decrease in pulsatility, no flow was noted in the impella leg. The patient was brought back to the cath lab, and an antegrade perfusion catheter was placed, which resolved the issue. After 3 days and 23 hours on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 1.7l/min as intended. Cardiac arrest may occur in patients with severe metabolic disturbances, such as hyperkalemia, and advanced cardiogenic shock requiring multiple forms of support. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics.

Manufacturer narrative:
Updated information: h6 component code changed to g07003 the investigation for the patient-device interaction ( peripheral arterial ischemia/cardiac arrest) has been completed. The root cause of the injury was not determined due to insufficient clinical details. Device history lot ==> device lot : 2060311 device history batch ==> subcomponent lot : n/a device history review ==> the pump sn (B)(6) passed all the post sterile inspection checks.